Event description:
It was reported that on (B)(6) 2010, the patient underwent a stenting procedure. A 3.5 x 12 mm xience v stent system was advanced into the patient anatomy and the stent was deployed at 14 atmospheres in the proximal circumflex artery. Intravascular ultrasound (ivus) was performed and it was noted that the stent was not fully apposed to the vessel wall. Post-dilatation was performed with a non-abbott dilatation catheter and final ivus confirmed proper stent apposition to the vessel wall and the procedure was completed. The patient was discharged to home on (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or under sizing of the vessel. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all sds are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement. Additionally, a sampling of units is destructively tested to verify proper inflation, stent deployment and stent uniformity of expansion. The device was not returned to abbott vascular for analysis. The 3.5x12mm xience v was deployed to 14 atmospheres (atm). Intravascular ultrasound (ivus) was performed and identified the stent was not fully apposed. It should be noted that the xience v instructions for use (IFU) states deploy the stent slowly by pressurizing the delivery system in 0.20mpa (2atm) increments, every 5 seconds, until stent is completely expanded. Accepted practice generally targets an initial deployment pressure that would achieve a stent inner diameter ratio of about 1.1 times the reference vessel diameter. Maintain pressure for 30 seconds. If necessary, the delivery system can be repressurized or further pressurized to assure complete apposition of the stent to the artery wall. Do not exceed the labeled rated burst pressure (rbp) of 1.6 mpa (16 atm). Post-deployment dilatation of stent segments: all efforts should be taken to assure that the stent is not underdilated. If the deployed stent size is still inadequate with respect to the vessel diameter, or if full contact with the vessel wall is not achieved, a larger balloon may be used to expand the stent further. The stent may be further expanded using a low profile, high pressure, and non compliant balloon catheter. The stent was successfully deployed in the target lesion. The need for additional dilatation post deployment in this case appears to be related to the operational context of the procedure and there is no indication of a product deficiency. Post dilation was performed with a non-abbott dilatation catheter (additional therapy/ non-surgical treatment) and the stent was confirmed to be properly apposed to the vessel wall. A search of the lot history record indicated no related nonconforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents reported for this lot. Based on this investigation, there is no indication of a product quality deficiency.